Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer / asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated after pulling pieces of broken up cotton-like material out for several days, she realized there was a problem. The interior of her vaginal walls became very dry and irritated. She attempted to flush out the remnants, but was still very irritated. She went to her gynecologist with complaints of hot flashes, dry and irritated vagina, uncomfortable and sometimes painful intercourse, and irregular bleeding in between my periods.